Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the leads aren't any good anymore and they may have to get it taken out or put new leads so that it will help the left leg. Patient also mentioned they have turned the implanted neurostimulators off because it doesn't work. Patient said they noticed they were losing a lot of stimulation and it wasn't helping their left leg since the implant. Patient mentioned they've had to go through all the adapters and they can't feel where it's at. Patient service specialist asked, patient confirmed they didn't have a new managing healthcare provider at this time. The patient was redirected to their healthcare provider to further address the issue. Pt asked if it was okay for their implant to remain off for up to a years time and agent reviewed information.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.